Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed recurring occlusion alerts while the user was on the contact detach infusion set; the first alert was cleared and insulin delivery resumed, but a subsequent alert recurred and was only resolved after the user changed supplies. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event was characterized as lack of effect related to insulin delivery, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.